Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a no delivery alarm. Customer also reports of receiving a spanish anomaly alarm and insulin pump reset itself. Customer's blood glucose was 245 mg/dl. Since spanish anomaly alarm occurred during normal use, customer was advised that this was normal pump behavior and to monitor insulin pump. No further information provided.